Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient. It was retrieved from the esophagus with a net. It was noted that the capsule trocar needle did not advance. The physician was able to advance it manually when evaluating the capsule for failure. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.